Event description:
Allegedly, the patient felt pain which ran through his entire body; broken profemur neck.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).